Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance 1. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the "system leak verification" of final test. The technician recommended replacing the muffler assembly to address the issue. Additionally, the flow sensor assembly was replaced due to the confirmation of dirt contamination. The following parts were replaced as regulated by maintenance procedure to prevent failure: air inlet foam filter and particle filter. Performed final test, battery check, valve check, run it tests, and cleaning then confirmed the unit operated properly. The software version was checked (1.06.10.00).